Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15839. Review of the patient's medical record was performed and indicated the patient's pain management had improved and the entire scs system was explanted (B)(6) 2014 and not just the ipg as previously reported.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15839. The patient has 2 leads (from the same lot) implanted as part of his scs system. Information provided by the patient's attorney, indicated the patient alleges the device burns him, shocks him and the battery does not charge. The patient underwent surgical intervention on (B)(6) 2014 and his ipg was explanted. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on (B)(6) 2014, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues prior to explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15839.